Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient used to have a device, but it just wasn¿t working right and never worked correctly. The patient stated that they thought it was working at the beginning but now didn¿t know if it actually was, or they were just hoping it was working. The patient thought they had it removed 3 years ago, but was not positive on the date.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.